Event description:
Procedure type: unk. According to the reporter: "ptack would fire one tack, tried to fire another, handle jammed x3".

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new information.